Event description:
Unkreporter alleged discrepant blood glucose results of 310 mg/dl back to back with a result of 143 mg/dl when testing was performed 1 min apart on the compact plus sys. Customer stated no experiencing any hyperglycemic symptoms during the time of the testing. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.